Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise was observed via a remote monitoring system. It was suspected that the patient was exposed to electromagnetic interference via electro-surgery. The patient will be monitored.